Event description:
It was reported the patient's blood glucose level rose to 21.6 mmol/l (388.8 mg/dl) while wearing the pod between 5 and 24 hours. The pod was leaking while worn on the patient's abdomen. A new pod was successfully applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. A leak test was conducted, and no leaks were observed. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.